Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs and performance testing could not confirm the reported failed to raise an audible or visual alarm and revealed the total power failure event was due to user-prompted forced resets. Review of the device data logs did reveal internal battery degraded warning alarms. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the internal battery degraded warning alarms were due to an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to raise an audible or a visual alarm. Additionally, the device underwent a total power failure event. There was no patient harm or serious injury reported as a result of this incident."

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to raise an audible or a visual alarm. Additionally, the device underwent a total power failure event. There was no patient harm or serious injury reported as a result of this incident."